Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection vancomycin (1 gram, given intraperitoneally, once in 5 days) and injection fortum (1 gram, given intraperitoneally, once in a day) for the event of peritonitis. The patient was discharged from the hospital twelve days after being admitted. On the same day, the patient stopped antibiotic treatment and recovered from the peritonitis event. The patient was doing well and their fluid was clear. Dianeal therapy was ongoing. No additional information is available.